Event description:
It was reported that the device was explanted approximately after implant duration of 4 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.